Manufacturer narrative:
Device will not be returned.

Event description:
On (B)(6) 2020 the patient's mother replaced the alkaline battery with a lithium battery, which resulted in the pump shutting off. The issue was resolved by replacing the battery with an alkaline battery. On (B)(6) 2020 the patient's mother tapped the pump in an attempt to clear an air bubble from the insulin cartridge and the pump shut off and could not be restarted. The pump was replaced.